Manufacturer narrative:
Correction: describe event or problem. Additional information: concomitant med prod data, imdrf annex a,g, b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device that there was a suspected programming error related to an unspecified patient incident was not identified during the customer call. Forward request to product complaint. The case is closed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a suspected programming error related to an unspecified patient incident. There was patient involvement and unknown harm. Although repeatedly requested, the customer did not provide additional information.

Event description:
It was reported that the device had patient incident. There was patient involvement and unknown harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.